Event description:
The device was returned to the service ctr for a report from the customer contact that the door is very noisy when it's opening and closing. This does not indicate a reportable malfunction; however, during verification testing at the service ctr, the device alarmed with an s321 (motor error-pmc, left) malfunction alarm code.

Manufacturer narrative:
The device mechanism was received on (B)(4) 2014. Investigation is not complete. This report represents all info known by the reporter upon query by hospira personnel.